Manufacturer narrative:
(B)(4). Sample was received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was observed to have particulate matter in the bladder. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).the lot 14b047 was manufactured between february 27, 2014 and march 4, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The visual inspection (via the naked eye) noted particulates ranging between 1.50 to 5.50 mm in size, floating inside the fluid of the reservoir. The particles were identified to be acrylic material via ftir spectrophotometer scanning. Based on the evaluation finding, the product did not meet product specification and was therefore a nonconforming product. The cause of the reported condition was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.